Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was cracked and had stripped threads. Additionally, the battery cap had stripped threads and the cap contact width was out of specifications.

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and battery cap. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.